Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl. Reportedly, the customer forgot to deliver a meal bolus which resulted in the high bg. Since the customer is only (B)(6) years old, a manual injection was administered by the school nurse to address the high bg.